Event description:
Additional information was received indicating that the patient was seen in clinic. The device was able to successfully connect to the patient's phone. Additionally, the device was successfully interrogated. No further intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was no longer connecting to the remote monitoring smartphone application via bluetooth low energy (ble) telemetry. The patient is anticipated to be seen in clinic to test ble telemetry, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.